Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the charge couple device unit was damaged while the user was handling the device which led to occurrence of the suggested event. The event can be prevented by following the instructions for use: "inspection of the endoscopic image". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Correction: e2 was inadvertently selected. The device was returned to olympus for evaluation and the customer allegations of a blackout screen were confirmed due to damaged charge-coupled device. They also found the bending angle in up direction did not meet the standard value due to wear of the angle wire. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported evis lucera elite bronchovideoscope image was black. The issue was found during a diagnostic bronchoscopy procedure. The intended procedure was completed with a similar device. There was no delay in procedure and the patient was not under sedation at time of incident. There was no reported patient harm or impact due to this event.